Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg modular stem #5. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding alleged femoral periprosthetic fracture involving an unknown abg modular stem #5 was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had right tha revision due to femoral periprosthetic fracture. Stem, liner and head where exchanged.

Event description:
It was reported that patient had right tha revision due to femoral periprosthetic fracture. Stem, liner and head where exchanged.